Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported, through the filing of a lawsuit, that the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip and was later revised. It is alleged that he suffered injuries as a result of implantation and explantation of the device, device recall, and excessive levels of cobalt and chromium in his blood.

Manufacturer narrative:
Reported event: an event regarding altr & disassociation involving a metal head was reported. The event was not confirmed. Methods & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant was rejected indicating: no clinical or pmh, no patient demographics, no primary op report, no imaging studies, no lab or pathology reports, no examination of explanted components. Based upon the information available for review, confirmation of the event description and preparation of a medical report is not possible for this case." -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported, through the filing of a lawsuit, that the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip and was later revised. It is alleged that he suffered injuries as a result of implantation and explantation of the device, device recall, and excessive levels of cobalt and chromium in his blood.